Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that air bubbles were observed in the patient line. The technical service representative (tsr) was unable to find anything that would have caused or contributed to the air. The tsr reviewed proper procedures, per the user manual, with the hp. The hp planned to complete therapy using new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.